Event description:
On 10/01/2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. According to the reporter, the patient tests her blood glucose 4 times a day. She manages her diabetes with lantus insulin and sliding-scale novolog insulin based on her meter readings. The reporter claimed that the patient was unable to test her blood glucose for "a couple of weeks" because of the alleged meter issue. He said the meter would show the "888" and then shut off. During the time the patient was unable to test, the reporter claimed that the patient guessed on her sliding-scale novolog insulin dosages. On an unspecified date/time after the alleged issue began, the reporter mentioned that the patient fell and broke her hip. The reporter called the paramedics who arrived and tested her blood glucose with an unknown device. The paramedics reportedly obtained a blood glucose reading of over "800 mg/dl." She was taken to a hospital where the reporter claimed that she fell into a coma. In the hospital, the reporter said that the patient's blood glucose level got over "900 mg/dl." The patient was not sure what treatment the patient received during her 1 week hospitalization, but he imagined that she was probably treated with insulin. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient fell into a coma and received insulin treatment in a hospital after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.